Event description:
It was reported that the system 9800 stopped fluoro activity during a procedure. Rebooting the system re-established operation. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Many attempts were made to flex cables and connections to force the failure but none were successful. Reloaded all software nodes as a preventative measure. The system was tested and found to be working as intended and placed back into service.